Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received a power error detected alarm on the insulin pump. The customer¿s blood glucose level was 3.2 mmol/l. The customer stated that they had power error detected. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will be returned for analysis.